Event description:
The customer reported obtaining reproducible, elevated troponin I (access accutni+3) results for one (1) patient involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4). The patient's sample (designated as sample 1) was repeated on an alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) and an elevated result, outside of the assay's normal reference range, was obtained. A second sample from the same patient (designated as sample 2) was analyzed on the alternate access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and another elevated result, outside of the assay's normal reference range, was obtained. The patient was then transferred to another facility were an additional sample (designated as sample 3) was analyzed on an unknown methodology and a result in the normal range was obtained. Sample 1 was reanalyzed on (B)(6) 2015 on the original access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and an elevated result, outside of the assay's reference range was obtained. Sample 2 was also reanalyzed on (B)(6) 2015 on the original access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system and an elevated result, outside of the assay's reference range was obtained. The original, elevated access accutni+3 result was reported outside of the laboratory. There was change or impact to patient care or treatment which occurred in association with the elevated access accutni+3 results, as the patient was transferred to an alternate facility where a cardiac workup was performed. All system parameters including qc (quality controls), and calibrations, system checks and precision testing were within assay and instrument specifications. The patient's samples were collected in serum tubes with gel separators and were centrifuged for ten (10) minutes at 3300 rpm (revolutions per minute). No issues with sample integrity were reported by the customer.

Manufacturer narrative:
The customer did not supply patient demographics such as exact date of birth or weight. A beckman coulter (bec) field service engineer (fse) was not dispatched for this event. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of this event cannot be determined with the information provided.